Event description:
It was reported to the biomed that there was intermittent atrial pacing and sensing issues. The biomed tested with a defibrillation tester and it seemed fine, but it was noted there seemed to be an impact point on the case. The device was returned for evaluation and repair. No patient complications were reported as a result of this event.

Event description:
It was reported that there was intermittent atrial sensing and pacing with the external pulse generator. It was further reported that there seemed to be an impact point on the case. The generator was returned for service. It was reported that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report during repair of the unit, the heart lead flex was out of specification and contaminated. It was also confirmed that the upper and lower cases were broken and contaminated. Furthermore, the encoder flex was out of electrical specification, the battery release, ring cover, heart block and battery drawer were contaminated, the side bail covers were broken, the battery contacts were compressed, the ring bail was bent and the keyboard was scratched. A detailed analysis of the lead flex assembly was performed. Contamination was found around the connectors, however when the subassembly was tested in an engineering unit no anomalies were found. It is possible that the contamination contributed to the event, however sufficient contamination could have dislodged during initial testing of the unit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery contacts were compressed and patinated: analysis confirmed the initial report, the heart lead flex was out of specification and contaminated. It was also confirmed that the upper and lower cases were broken and contaminated. Furthermore, the encoder flex was out of electrical specification, the battery release, ring cover, heart block and battery drawer were contaminated, the side bail covers were broken, the battery contacts were compressed, the ring bail was bent and the keyboard was scratched.